Event description:
(B)(4). I also have a lot of hair loss. This only happened after essure was implanted inside me, I would say I've lost at least 25% of my hair. It was full and thick, now it is thin and brittle